Event description:
It was reported that a loss of therapeutic effect occurred following a fall on (B)(6) 2011. The pt's foot got caught in a pot hole and fell and ever since that time there was a good stimulation on the right side but no stimulation on the left side. Additionally, the pt could not charge if in a weird position? Additional info received reported the pt had lost all stimulation due to the fall. The pt was awaiting an appointment with their healthcare provider (hcp) to confirm a lead migration. The implantable neurostimulator (ins) was turned off and not in use. Also, x-rays had not been seen by the MFR's rep and it was unk if the pt had gone back to their treating hcp. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).